Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider (through fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after implant duration of approximately 31.7 months, due to unknown reasons. Information learned from implant patient registry. It was reported that patient had another device implanted.

Manufacturer narrative:
It was reported that patient had another device implanted. Device not returned.